Event description:
A medtronic representative reported that, while in a c4-c5 spinal fusion procedure, the surgeon was unable to register the c4 level. After c5 was registered, using the computed tomography (CT) spine navigation, a pedicle screw was inserted using the navigation system. Next c4 was registered using point registration. The navigation system did not proceed to navigate. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(6) laws. Software investigation has not been completed.

Manufacturer narrative:
Software investigation completed. It was confirmed that the reported issue could be replicated. User should not be able to select "surfacemerge" after a failed "pointmerge". This issue will be continually monitored in a medtronic software anomaly tracking database.